Event description:
The pt experienced a loss of stimulation after a virtual colonoscopy about "2 weeks ago". It was reported that the part she sat on was "frayed by the light bulb icon" and that there was no display on the pt programmer. Additional info has been requested.

Manufacturer narrative:
(B)(4)